Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date not provided.

Event description:
It was reported that guidewire tip detached and remained inside the patient. In a previous procedure, a v-14 control wire's tip detached and was left inside the patient's body. No further patient complications were reported. Later, the patient experienced a stroke and needed an MRI at which point MRI compatibility was requested for the v-14 control wire tip.